Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system recorded untreated episodes and ultimately delivered inappropriate therapy due to artifacts oversensing. Technical services (ts) reviewed the case and discussed that the artifacts were potentially related to a mechanical issue with the implantable electrode or an interface issue. X-rays were subsequently performed; the lead pin was appropriately inserted in the device header. The vector configuration was changed to secondary, and the patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.